Manufacturer narrative:
Additional: (MFR. Name, name, email), (phone number, fax number), evaluation summary: post market vigilance (pmv) led an evaluation of one device with single use instrument. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related conditions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic lobectomy. The device caught during surgery. A new device was used to complete the case. There was no injury caused to the patient and no medical intervention was required